Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed end of life indicators because of a charge time (CT) of 34.0 seconds.the battery status was middle of life 1. The last followup was 2 months earlier and the charge time was 14.6 seconds. A manual capacitor reform was done and the device went to elective replacement indicator (eri) with a charge time of 29.4 seconds. A second manual capacitor reform was done and the charge time was 24.1 seconds,the device was no longer at eri. The monitoring voltage was 2.65v. Additional information was received that the device was explanted, and will be returned for analysis.